Event description:
It was reported that the surgeon attempted to implant a vlift cage with endcaps in t8 posterior corpectomy. Upon insertion the endcap kept falling off. The surgeon then pulled the implant out and reconnected endcap but the endcap fell off again during second insertion attempt. Therefore, the surgeon removed entire implant and successfully implanted another vlift cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the disassembly of the vlift endcap diam 18 x 0 deg from the cage during insertion was confirmed by sales rep report. There were no anomalies found in the manufacturing records of the reported lot that may have contributed to this issue. The returned cage, particularly the threads that attach to the inserter, shows no sign of deformation indicating that excessive impaction force is not likely. It was reported that the original cage was too large and that insertion was successful with a smaller cage. The doctor did not take in situ measurements before selecting a cage size, which is recommended by the surgical technique. Conclusion: the cause of the reported event is most likely a user related error, specifically the surgeon chose the incorrect implant size.

Event description:
It was reported that the surgeon attempted to implant a vlift cage with endcaps in t8 posterior corpectomy. Upon insertion the endcap kept falling off. The surgeon then pulled the implant out and reconnected endcap but the endcap fell off again during second insertion attempt. Therefore, the surgeon removed entire implant and successfully implanted another vlift cage.